Event description:
It was reported by the customer that a pyxis medstation es system doses not showing for nurses under "due now' activity. The customer reported that the vitamin c scheduled for administration "every 48 hours" has not appeared in the "due now" activity for nurses. As a result, users have been unable to remove the medications, leading to delays in the dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that doses not showing for nurses. Field service engineer dialed in station and executed a comprehensive report of all device events. There are two transactions associated with order (B)(4), after which the user removed the medications. The system functioned as intended after the field service engineer serviced the device.